Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was under delivering. Customer was hospitalized due to high blood glucose level, customer had 280 mg/dl blood glucose at the time of hospitalization on (B)(6) 2019. Customer¿s blood glucose level was 400 mg/dl. At the time of incidence. Customer¿s current blood glucose level was 200 mg/dl. Customer treated by checking value and adjustment was not made for bolus. Customer declined to test the insulin pump. The customer alleges pump was under delivering due to high blood glucose even with correction bolus. The customer advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer advised to call back for assistance if high blood glucose persist. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted or insulin delivery alarm noted during testing. Device functioning properly. (B)(4).